Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device with a little fluids, also in the photograph it seems to have total valve delamination, however it cannot be confirmed because it is not analyzed by microscope. Labeled right. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and "valve delaminated from shell". Device has been explanted.